Event description:
Additional information received reported that the patient turned their device off which helped matters a lot in regards to their neuropathy in their feet. The programs were always reset to the original settings or they were told to try different settings at home. The patient was also told that there were different programs but they were not shown which the patient had not tried. The patient stated that nothing was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that their ins never really helped much and they turned both of their ins's off. They reported that they had no change in urinary control for incontinence. Symptoms gradually worsened neuropathy in the feet when the second implant was done and it made it hard to sleep. Hcp listings were sent to the patient as they are going to get a second opinion before they decide whether or not to have ins's removed.

Event description:
The consumer reported that the patient had 2 implantable neurostimulators (inss), one for fecal and one for urinary incontinence. Both devices were not working. The patient was very frustrated because they were still leaking and continued to have problems with their ins for urinary incontinence. The patient felt the stimulation to be irritating at times, since implant on (B)(6) 2016. The patient felt stimulation on (B)(6) 2016, but did not feel stimulation on (B)(6) 2016. The patient's therapy was not on. The patient turned therapy on to program 3 at 2.9v and they felt stimulation comfortably. The patient was not getting answers to their questions. The patient would have an appointment with their health care provider (hcp) on (B)(6) 2016. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Refer to manufacturer's report # 3004209178-2016-09199 for the patient's fecal device not working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.